Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra, product ID: mc1avr1-delsys, serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), water leakage occurred at the handle of the delivery system, resulting in unclear intraoperative angiography. Although the intraoperative parameters were good, the perception parameters after implantation were poor, and the threshold was too high. The device was removed, and the same model of leadless ipg was re-implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: yes, return date: 18-sep-2025 h3: yes, product event summary: the delivery system was returned with the device (B)(6) detached from it. The tether and the tether pin were removed from the delivery system and not returned. Analysis was performed and found the delivery system tether lock housing leaks. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Corrected h6: fdc code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.